Event description:
The customer reported obtaining false positive nucleated red blood cell (nrbc) flags and platelet (plt) clumping for patient samples run on the coulter act 5diff autoloader (al) hematology analyzer. The customer did not specify the number of patient samples involved. The customer also reported low hemoglobin (hgb) results on controls. There were no reports of patient injury of affect to patient treatment in connection with this incident. A field service engineer evaluated the instrument at the facility.

Manufacturer narrative:
(B)(6). The fse replaced the optical bench, optical preamplifier card, numerous tubing and pumps, aspiration syringes and rinse block. The fse indicated that smoke was coming from the preamplifier card. Erroneous results were generated. There is no information which parameters were affected and if the results were reported out of the laboratory.